Event description:
It was reported during treatment of a basilar tip aneurysm, the physician intended to use a double catheter technique. One catheter was successfully positioned through the basilar and right posterior communicating arteries; however, the physician was unable to advance the other catheter through the opposite side (details not disclosed). At that time the physician decided to withdraw the second catheter and upon withdrawal the stent unintentionally deployed. The pt did not suffer any adverse effects as a result of this incident and is reportedly doing fine.

Manufacturer narrative:
The device in question will not be returned to boston scientific for analysis as it remains implanted in the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.